Manufacturer narrative:
Updated information was received and revealed that the patient had had elevated gradients from the initial sapien 3 implant. Due to other patient history factors, the physician had expected to perform a balloon valvuloplasty (bav) on the initial sapien 3 valve in an attempt to achieve full leaflet function similar to initial implant. After a prolonged inflation, the pulmonary insufficiency was not acceptable. A decision was made to implant a 2nd sapien 3 inside the 1st valve. The valve was implanted without incident.

Manufacturer narrative:
Update to h6 (type of investigation, investigation findings and investigation conclusions) and h10 to reflect engineering evaluation. The 20mm sapien 3 was not returned to edwards lifesciences for evaluation as it remains implanted in the patient. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. The sapien 3 thv was implanted in pulmonic position, using a commander delivery system, which is not indicated for use at time of implant. Therefore, this case is considered off-label. The commander delivery system with s3 IFU and procedure training manual for valve implant in aortic position was reviewed for relevant guidance for a thv implant. The procedure training manual provides guidance on assessing aortic regurgitation post-dilation. Managing post-dilation, if necessary, consider post-dilation if paravalvular jets are clinically significant, use the same rapid ventricular pacing protocol and if limited space in sinuses with bulky calcification, avoid post-dilatation as risk of aortic rupture, hematoma or coronary obstruction is increased. Post-dilate with the same balloon. Risks include central ar, aortic trauma, embolic complications. Potential benefits are that it reduces paravalvular ar, improved thv shape, improved hemodynamics. If regurgitation is central rather than paravalvular, do not post-dilate. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for increased gradients post implantation and deployed valve exhibits central regurgitation were unable to confirm as relevant imagery or medical record were not provided was evaluation. The reported event does not allege a device malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, approximately 6 years and 10 months post implant of a sapien 3 valve in the pulmonic position, the patient had elevated gradients. Due to patient's history, the physician had performed a balloon valvuloplasty (bav) on the sapien 3 in an attempt to achieve full leaflet function similar to initial implant. After a prolonged inflation, the pulmonary insufficiency was not acceptable. A decision was made to implant a 2nd sapien 3 inside the 1st valve. The valve was implanted without incident. An elevated gradient may indicate obstructed flow across the valve. An increase in gradients can also indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. Additionally, nonstructural dysfunctions such as pannus or fibrosis may interfere with the functionality of the device by restricting the leaflet motion leading to abnormal coaptation, thereby, increasing pressure gradients. In this case, the physician post-dilated/ bav the valve in an attempt to achieve full leaflet function, indicating the valve leaflets were not in full function or proper coaptation, likely due to patient factors. This can lead to increased gradients across the valve. In addition, post-dilation or bav was performed using +1cc and it was after a prolonged inflation, pulmonary insufficiency was detected. Per training manual, central regurgitation is a risk of post-dilation. Overinflation may cause damage to the leaflets leading to improper coaptation. It is also possible that the valve has been degenerated overtime with reduced mobility or function, and the action to post dilate the valve has worsened the situation leading to central regurgitation. In this case, available information suggests patient (improper leaflet functionality) and procedural (post-dilation/bav) factors may have contributed to the reported event. However, a conclusive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action is required at this time.

Manufacturer narrative:
The investigation is ongoing. The valve remains implanted in the patient.

Event description:
As reported by the edwards field clinical specialist, approximately 6 years and 10 months post implant of a sapien 3 valve in the pulmonic position post balloon valvuloplasty (bav) pulmonary valve insufficiency was noted. A decision made to implant a 20mm sapien 3 ultra valve.